Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure, on the left, spans the uterine horn and tube/ essure inserts visualised at the level of the left uterine wall, along approximately 10 mm"), the third episode of pelvic pain ("pelvic pain/ acute episode of pain"), the second episode of pelvic pain ("median pelvic pain occurring in attacks but with constant rapidly progressing pain that became major"), the first episode of nausea ("nausea"), the first episode of vomiting ("vomiting") and fallopian tube cyst ("small cyst in the left tube, about 1 cm/ histological appearance suggestive of a cyst in mesosalpinx") in a 42-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hysteroscopy impossible due to complete synechiae in area of isthmus/ attempt to force the passage would lead to a risk of perforation" on (B)(6)2016 and medical device monitoring error "the novasure procedure was also performed with essure device insertion". The patient's past medical history included allergic reaction to analgesics, endometrial polyp, urticaria in 2013, house dust mite allergy on (B)(6)2013, fall on (B)(6)2013, de quervain's tenosynovitis on (B)(6)2013 and appendectomy. Prior to placement of essure, no relevant medical history. No known allergy to nickel reported. Previously administered products included for an unreported indication: luteran (chlormadinone acetate) on (B)(6)2014, iud, nt 380, a copper iud from (B)(6)2013 to (B)(6)2014, cerazette (desogestrel ) on (B)(6)2013, nuvaring (ethinylestradiol and etonogestrel). Past adverse reactions to the above products included device intolerance with iud, nt 380 and a copper iud; and metrorrhagia with nuvaring (ethinylestradiol and etonogestrel). On (B)(6)2014, the patient had essure inserted. On (B)(6)2015, 5 months 29 days after insertion of essure, the patient experienced intestinal transit time increased ("disturbance of intestinal transit (her intestinal transit is perhaps more rapid than previously)"). On (B)(6) 2015, the patient experienced colon dysplasia ("a pedunculated polyp measuring less than one cm/ tubular adenoma with low-grade dysplasia"). On (B)(6)2015, the patient experienced the first episode of pelvic pain ("violent pelvic pain/ pain in median pelvic and left lateral pelvic regions"). On (B)(6)2015, the patient experienced flatulence ("aerocoly (accumulation of air in colon)") and endometrial disorder ("small echogenic mass in the fundus of the uterus (probable sequellary endometrial calcification in the uterine fundus)"). On (B)(6)2015, the patient experienced pubic pain ("acute band-like pubic pain with paroxysmal attacks"). On (B)(6)2016, the patient experienced uterine adhesions ("hysteroscopy impossible due to complete synechiae in area of isthmus/ attempt to force the passage would lead to a risk of perforation"). On (B)(6)2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of pelvic pain (seriousness criteria hospitalization and intervention required), ovarian cyst ("the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present/ slightly deformed small bowel loop") and fixed bowel loop ("the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present/ slightly deformed small bowel loop"). On (B)(6)2016, the patient experienced fallopian tube cyst (seriousness criterion medically significant) and dolichocolon ("sigmoid dolichocolon (abnormal lengthening of colon) with major faecal stasis"). On (B)(6)2016, the patient experienced ecchymosis ("large ecchymosis in the region of the umbilical scar"). On (B)(6) 2016, the patient experienced the third episode of pelvic pain (seriousness criteria hospitalization and intervention required), the first episode of nausea (seriousness criterion hospitalization) and the first episode of vomiting (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain lower ("hypogastric pain/ frequent abdominal hypogastric pain"), the second episode of nausea ("nausea"), the second episode of vomiting ("vomiting"), gastrointestinal pain ("major intestinal pain"), dizziness ("numerous episodes of dizziness"), arthralgia ("joint pain"), uterine polyp ("endometrium irregularly secretory with presence of polyps myometrium thickened"), rheumatic disorder ("rheumatologic disorders"), ear disorder ("ent disorders"), nasal disorder ("ent disorders"), pharyngeal disorder ("ent disorders") and general physical health deterioration ("health status progressively deteriorated"). The patient was treated with donnatal (antispasmodic), trimebutine (debridat), paracetamol, surgery (laparoscopic subtotal hysterectomy and bilateral salpingectomy for removal of the essure inserts). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, intestinal transit time increased, colon dysplasia, flatulence, endometrial disorder, uterine adhesions, ovarian cyst, fixed bowel loop, the last episode of nausea, the last episode of vomiting, fallopian tube cyst, dolichocolon, ecchymosis, uterine polyp, rheumatic disorder, ear disorder, nasal disorder, pharyngeal disorder and general physical health deterioration outcome was unknown and the last episode of pelvic pain, pubic pain, abdominal pain lower, gastrointestinal pain, dizziness and arthralgia had resolved. The reporter considered abdominal pain lower, arthralgia, colon dysplasia, dizziness, dolichocolon, ear disorder, ecchymosis, embedded device, endometrial disorder, fallopian tube cyst, fixed bowel loop, flatulence, gastrointestinal pain, general physical health deterioration, intestinal transit time increased, nasal disorder, ovarian cyst, pharyngeal disorder, pubic pain, rheumatic disorder, uterine adhesions, uterine polyp, the first episode of nausea, the first episode of pelvic pain, the first episode of vomiting, the second episode of nausea, the second episode of pelvic pain, the second episode of vomiting and the third episode of pelvic pain to be related to essure. The reporter commented: plaintiff was contacted following a request for batch recall of essure in europe due to batch numbering problems. Placement of essure therefore did not take place and the patient requested a procedure for tubal ligation. She was hospitalized in order to undergo sterilisation. Her hospital file clearly indicated that she had been hospitalized for: ¿laparoscopic tubal ligation¿. However doctor fitted plaintiff with essure device. Treatment with debridat and paracetamol was only partially effective. On (B)(6)2015 she was prescribed with blood tests and an antispasmodic to relieve her pain. However, the pain worsened, she went to emergency. On 09 december 2015, the patient was prescribed with a product to regulate her bowel movements. On 16 august, 19 october and 15 november 2016, additional drugs were prescribed. In addition, doctor put the patient on sick leave until 27 november. In view of the findings on ultrasound, he recommended hysteroscopy to remove the fibrin cluster on 27 january 2016. On 09 december 2015, plaintiff¿s pain persisted and she was prescribed with an antispasmodic. On 27 january 2016, hysteroscopy under general anaesthetic - hysteroscopy impossible due to complete synechiae in area of isthmus. Attempt to force the passage would lead to a risk of perforation not merited for exploration of a clinical picture that is not worrisome. We wonder whether her complex pain could be related to intestinal adhesions following appendectomy and to the essure system, as well as to a uterine mass that could not be investigated on hysteroscopy. On 15 april 2016, plaintiff consulted ¿to discuss surgical management of progressive hypogastric pain starting almost 6 months earlier. Plaintiff was then on put on sick leave from 18 may to 03 june 2016. On 03 jun 2016, doctor concluded: ¿her pain therefore appears to be functional in origin possibly justifying antispasmodic. Thus, no aetiology was found. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6)2015: the inserts were well positioned; on (B)(6)2016: found nothing of note blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. On 03 november 2014, the report on analysis of a polyp sample collected during the procedure stated ¿endometrium in follicular phase with polyps. No histological signs of malignancy .¿ on 30 april 2015, on colonoscopy: a pedunculated polyp measuring less than one cm was resected while the rest of the examination was unremarkable. The polyp was sent for histological analysis. On (B)(6)2015, histology found tubular adenoma with low-grade dysplasia. On (B)(6)2015, doctor recommended repeat colonoscopy be performed only three years later. Nevertheless, the disturbances persisted. In nov-2015, at emergency laboratory tests found no abnormalities. On 25 november 2015, abdominal pelvic ultrasound found: aerocoly (accumulation of air in colon), as well as a ¿small echogenic mass in the fundus¿ of the uterus, but no other abnormalities that could explain the patient¿s pain. On (B)(6)2016, abdominal pelvic CT-scan was performed for the same reasons: ¿median pelvic pain occurring in attacks but with constant rapidly progressing pain that became major, requiring hospitalization.¿the examination found: ¿the essure system with, on the right, an insert in the uterine tube while, on the left, it spans the uterine horn and tube.¿ ¿the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present.¿ the physician proposed to perform exploratory laparoscopy: ¿if the adherences are confirmed, I will resect them. Conversely, if no abnormalities are visible on laparoscopy, we will have to consider a functional disorder.¿ on (B)(6)2016, laboratory tests in preparation for the procedure found no abnormalities. From (B)(6)2016, plaintiff was hospitalized for exploratory laparoscopy, once again under general anaesthetic. This was the third time the patient had undergone general anaesthetic since placement of the inserts in october 2014. Laparoscopy found: - a ¿small cyst in the left tube, about 1 cm, which was resected for histology examination.¿ - sigmoid dolichocolon (abnormal lengthening of colon) with major faecal stasis. On(B)(6)2016, the findings of histology examination were: ¿histological appearance suggestive of a cyst in mesosalpinx, no analysable ovarian parenchyma. No signs of malignancy.¿ on (B)(6)2016, pelvic ultrasound found: ¿essure inserts visualised at the level of the left uterine wall, along approximately 10 mm,¿ ¿probable sequellary endometrial calcification in the uterine fundus.¿ at the same time, pathological anatomy examination of the uterus found: ¿endometrium irregularly secretory with presence of polyps myometrium thickened with no identifiable fibroids fibrous congestive remodelling present in tubes. No histological signs of malignancy.¿ the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferr(B)(6)ed term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 536 cases. Pelvic pain. The analysis in the global safety database revealed 10828 cases. Nausea. The analysis in the global safety database revealed 120 cases. Vomiting. The analysis in the global safety database revealed 73 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on (B)(6)2018: case 2018-046969 was identified as duplicate of this case. All the information of case 2018-046969 was transferred to this case: the patient is part of the class action of the resist association. Rheumatologic disorders, ent disorders and health status progressively deteriorated were added as event. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure, on the left, spans the uterine horn and tube/ essure inserts visualised at the level of the left uterine wall, along approximately 10 mm"), the third episode of pelvic pain ("pelvic pain/ acute episode of pain"), the second episode of pelvic pain ("median pelvic pain occurring in attacks but with constant rapidly progressing pain that became major"), the first episode of nausea ("nausea"), the first episode of vomiting ("vomiting") and fallopian tube cyst ("small cyst in the left tube, about 1 cm/ histological appearance suggestive of a cyst in mesosalpinx") in a 42-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hysteroscopy impossible due to complete synechiae in area of isthmus/ attempt to force the passage would lead to a risk of perforation" on (B)(6) 2016 and medical device monitoring error "the novasure procedure was also performed with essure device insertion". The patient's past medical history included allergic reaction to analgesics, endometrial polyp, urticaria in 2013, house dust mite allergy on (B)(6) 2013, fall on (B)(6) 2013, de quervain's tenosynovitis on (B)(6) 2013 and appendectomy. Prior to placement of essure, no relevant medical history. No known allergy to nickel reported. Previously administered products included for an unreported indication: luteran (chlormadinone acetate) on (B)(6) 2014, iud, nt 380, a copper iud from (B)(6) 2013 to (B)(6) 2014, cerazette (desogestrel ) on (B)(6) 2013, nuvaring (ethinylestradiol and etonogestrel). Past adverse reactions to the above products included device intolerance with iud, nt 380 and a copper iud; and metrorrhagia with nuvaring (ethinylestradiol and etonogestrel). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 5 months 29 days after insertion of essure, the patient experienced intestinal transit time increased ("disturbance of intestinal transit (her intestinal transit is perhaps more rapid than previously)"). On (B)(6) 2015, the patient experienced colon dysplasia ("a pedunculated polyp measuring less than one cm/ tubular adenoma with low-grade dysplasia"). On (B)(6)2015, the patient experienced the first episode of pelvic pain ("violent pelvic pain/ pain in median pelvic and left lateral pelvic regions"). On (B)(6) 2015, the patient experienced flatulence ("aerocoly (accumulation of air in colon)") and endometrial disorder ("small echogenic mass in the fundus of the uterus (probable sequellary endometrial calcification in the uterine fundus)"). On (B)(6) 2015, the patient experienced pubic pain ("acute band-like pubic pain with paroxysmal attacks"). On (B)(6) 2016, the patient experienced uterine adhesions ("hysteroscopy impossible due to complete synechiae in area of isthmus/ attempt to force the passage would lead to a risk of perforation"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of pelvic pain (seriousness criteria hospitalization and intervention required), ovarian cyst ("the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present/ slightly deformed small bowel loop") and fixed bowel loop ("the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present/ slightly deformed small bowel loop"). On (B)(6) 2016, the patient experienced fallopian tube cyst (seriousness criterion medically significant) and dolichocolon ("sigmoid dolichocolon (abnormal lengthening of colon) with major faecal stasis"). On (B)(6)2016, the patient experienced ecchymosis ("large ecchymosis in the region of the umbilical scar"). On (B)(6) 2016, the patient experienced the third episode of pelvic pain (seriousness criteria hospitalization and intervention required), the first episode of nausea (seriousness criterion hospitalization) and the first episode of vomiting (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain lower ("hypogastric pain/ frequent abdominal hypogastric pain"), the second episode of nausea ("nausea"), the second episode of vomiting ("vomiting"), gastrointestinal pain ("major intestinal pain"), dizziness ("numerous episodes of dizziness"), arthralgia ("joint pain") and uterine polyp ("endometrium irregularly secretory with presence of polyps myometrium thickened"). The patient was treated with donnatal (antispasmodic), trimebutine (debridat), paracetamol, surgery (laparoscopic subtotal hysterectomy and bilateral salpingectomy for removal of the essure inserts), surgery (laparoscopic subtotal hysterectomy and bilateral salpingectomy for removal of the essure inserts) and surgery (laparoscopic subtotal hysterectomy and bilateral salpingectomy for removal of the essure inserts). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, intestinal transit time increased, colon dysplasia, flatulence, endometrial disorder, uterine adhesions, ovarian cyst, fixed bowel loop, the last episode of nausea, the last episode of vomiting, fallopian tube cyst, dolichocolon, ecchymosis and uterine polyp outcome was unknown and the last episode of pelvic pain, pubic pain, abdominal pain lower, gastrointestinal pain, dizziness and arthralgia had resolved. The reporter considered abdominal pain lower, arthralgia, colon dysplasia, dizziness, dolichocolon, ecchymosis, embedded device, endometrial disorder, fallopian tube cyst, fixed bowel loop, flatulence, gastrointestinal pain, intestinal transit time increased, ovarian cyst, pubic pain, uterine adhesions, uterine polyp, the first episode of nausea, the first episode of pelvic pain, the first episode of vomiting, the second episode of nausea, the second episode of pelvic pain, the second episode of vomiting and the third episode of pelvic pain to be related to essure. The reporter commented: plaintiff was contacted following a request for batch recall of essure in europe due to batch numbering problems. Placement of essure therefore did not take place and the patient requested a procedure for tubal ligation. She was hospitalized in order to undergo sterilisation. Her hospital file clearly indicated that she had been hospitalized for: ¿laparoscopic tubal ligation¿. However doctor fitted plaintiff with essure device. Treatment with debridat and paracetamol was only partially effective. On (B)(6)2015 she was prescribed with blood tests and an antispasmodic to relieve her pain. However, the pain worsened, she went to emergency. On (B)(6) 2015, the patient was prescribed with a product to regulate her bowel movements. On 16 august, 19 october and (B)(6) 2016, additional drugs were prescribed. In addition, doctor put the patient on sick leave until (B)(6). In view of the findings on ultrasound, he recommended hysteroscopy to remove the fibrin cluster on (B)(6) 2016. On (B)(6) 2015, plaintiff¿s pain persisted and she was prescribed with an antispasmodic. On (B)(6) 2016, hysteroscopy under general anaesthetic - hysteroscopy impossible due to complete synechiae in area of isthmus. Attempt to force the passage would lead to a risk of perforation not merited for exploration of a clinical picture that is not worrisome. We wonder whether her complex pain could be related to intestinal adhesions following appendectomy and to the essure system, as well as to a uterine mass that could not be investigated on hysteroscopy. On (B)(6) 2016, plaintiff consulted ¿to discuss surgical management of progressive hypogastric pain starting almost 6 months earlier. Plaintiff was then on put on sick leave from (B)(6) 2016. On (B)(6) 2016, doctor concluded: ¿her pain therefore appears to be functional in origin possibly justifying antispasmodic. Thus, no aetiology was found. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: the inserts were well positioned; on (B)(6) 2016: found nothing of note blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology. On (B)(6) 2014, the report on analysis of a polyp sample collected during the procedure stated ¿endometrium in follicular phase with polyps. No histological signs of malignancy .¿ on (B)(6) 2015, on colonoscopy: a pedunculated polyp measuring less than one cm was resected while the rest of the examination was unremarkable. The polyp was sent for histological analysis. On (B)(6) 2015, histology found tubular adenoma with low-grade dysplasia. On (B)(6) 2015, doctor recommended repeat colonoscopy be performed only three years later. Nevertheless, the disturbances persisted. In (B)(6) 2015, at emergency laboratory tests found no abnormalities. On (B)(6) 2015, abdominal pelvic ultrasound found: aerocoly (accumulation of air in colon), as well as a ¿small echogenic mass in the fundus¿ of the uterus, but no other abnormalities that could explain the patient¿s pain. On (B)(6) 2016, abdominal pelvic CT-scan was performed for the same reasons: ¿median pelvic pain occurring in attacks but with constant rapidly progressing pain that became major, requiring hospitalization.¿the examination found: ¿the essure system with, on the right, an insert in the uterine tube while, on the left, it spans the uterine horn and tube.¿ ¿the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present.¿ the physician proposed to perform exploratory laparoscopy: ¿if the adherences are confirmed, I will resect them. Conversely, if no abnormalities are visible on laparoscopy, we will have to consider a functional disorder.¿ on (B)(6) 2016, laboratory tests in preparation for the procedure found no abnormalities. From (B)(6) 2016, plaintiff was hospitalized for exploratory laparoscopy, once again under general anaesthetic. This was the third time the patient had undergone general anaesthetic since placement of the inserts in (B)(6) 2014. Laparoscopy found: - a ¿small cyst in the left tube, about 1 cm, which was resected for histology examination.¿ - sigmoid dolichocolon (abnormal lengthening of colon) with major faecal stasis. On (B)(6) 2016, the findings of histology examination were: ¿histological appearance suggestive of a cyst in mesosalpinx, no analysable ovarian parenchyma. No signs of malignancy.¿ on (B)(6)2016, pelvic ultrasound found: ¿essure inserts visualised at the level of the left uterine wall, along approximately 10 mm,¿ ¿probable sequellary endometrial calcification in the uterine fundus.¿ at the same time, pathological anatomy examination of the uterus found: ¿endometrium irregularly secretory with presence of polyps myometrium thickened with no identifiable fibroids fibrous congestive remodelling present in tubes. No histological signs of malignancy.¿ the list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6)2018 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 536 cases. Pelvic pain. The analysis in the global safety database revealed 10828 cases. Nausea. The analysis in the global safety database revealed 120 cases. Vomiting. The analysis in the global safety database revealed 73 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2018: after internal review, the events rheumatologic disorders, ent disorders and health status progressively deteriorated were deleted. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure, on the left, spans the uterine horn and tube/ essure inserts visualised at the level of the left uterine wall, along approximately 10 mm'), fallopian tube cyst ('small cyst in the left tube, about 1 cm/ histological appearance suggestive of a cyst in mesosalpinx'), multiple episodes of pelvic pain ('median pelvic pain occurring in attacks but with constant rapidly progressing pain that became major/ chronic pain', 'pelvic pain/ acute episode of pain', 'violent pelvic pain/ pain in median pelvic and left lateral pelvic regions'), multiple episodes of nausea ('nausea') and multiple episodes of vomiting ('vomiting') in a 42-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the novasure procedure was also performed with essure device insertion". The patient's medical history included de quervain's tenosynovitis on (B)(6) 2013, urticaria in 2013, fall on (B)(6) 2013, house dust mite allergy on (B)(6) 2013, migraine in 2003, allergic reaction to analgesics, endometrial polyp and appendectomy. Prior to placement of essure, no relevant medical history. No known allergy to nickel reported. Previously administered products included for an unreported indication: luteran (chlormadinone acetate), iud, nt 380, a copper iud from 14-oct-2013 to 21-feb-2014, cerazette (desogestrel ), nuvaring (ethinylestradiol and etonogestrel). Past adverse reactions to the above products included device intolerance with iud, nt 380 and a copper iud; and metrorrhagia with nuvaring (ethinylestradiol and etonogestrel). Concurrent conditions included premenopause. Family history included colonic cancer. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient was found to have intestinal transit time increased ("disturbance of intestinal transit (her intestinal transit is perhaps more rapid than previously)"), 5 months 29 days after insertion of essure. On (B)(6) 2015, the patient experienced colon dysplasia ("a pedunculated polyp measuring less than one cm/ tubular adenoma with low-grade dysplasia"). On (B)(6) 2015, the patient experienced the first episode of pelvic pain ("violent pelvic pain/ pain in median pelvic and left lateral pelvic regions"). On (B)(6) 2015, the patient experienced flatulence ("aerocoly (accumulation of air in colon)") and endometrial disorder ("small echogenic mass in the fundus of the uterus (probable sequellary endometrial calcification in the uterine fundus)"). On (B)(6) 2015, the patient experienced pubic pain ("acute band-like pubic pain with paroxysmal attacks"). On (B)(6) 2016, the patient experienced complication of device removal ("hysteroscopy impossible due to complete synechiae in area of isthmus/ attempt to force the passage would lead to a risk of perforation") and uterine adhesions ("hysteroscopy impossible due to complete synechiae in area of isthmus/ attempt to force the passage would lead to a risk of perforation"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of pelvic pain (seriousness criteria hospitalization and intervention required), ovarian cyst ("the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present/ slightly deformed small bowel loop") and fixed bowel loop ("the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present/ slightly deformed small bowel loop"). On (B)(6) 2016, the patient experienced fallopian tube cyst (seriousness criterion medically significant) and dolichocolon ("sigmoid dolichocolon (abnormal lengthening of colon) with major faecal stasis"). On (B)(6) 2016, the patient experienced ecchymosis ("large ecchymosis in the region of the umbilical scar"). In 2016, the patient experienced dizziness ("numerous episodes of dizziness") and migraine ("worsened migraine"). On (B)(6) 2016, the patient experienced the third episode of pelvic pain (seriousness criteria hospitalization and intervention required), the first episode of nausea (seriousness criterion hospitalization) and the first episode of vomiting (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain lower ("hypogastric pain/ frequent abdominal hypogastric pain"), the second episode of nausea ("nausea"), the second episode of vomiting ("vomiting"), gastrointestinal pain ("major intestinal pain"), arthralgia ("joint pain"), uterine polyp ("endometrium irregularly secretory with presence of polyps myometrium thickened") and loss of libido ("absence of libido ") and was found to have gastrointestinal tract adenoma ("sigmoid polyp measuring 1cm: tubular adenoma with low grade dysplasia"). The patient was treated with atropine sulfate;hyoscine hydrobromide;hyoscyamine hydrobromide;phenobarbital (antispasmodic), ibuprofen (ibuprofene), oxitriptan (triptan), paracetamol, trimebutine (debridat) and surgery (laparoscopic subtotal hysterectomy and bilateral salpingectomy for removal of the essure inserts and removal of polyp). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, intestinal transit time increased, colon dysplasia, flatulence, endometrial disorder, complication of device removal, uterine adhesions, ovarian cyst, fixed bowel loop, the last episode of nausea, the last episode of vomiting, fallopian tube cyst, dolichocolon, ecchymosis, uterine polyp, migraine, loss of libido and gastrointestinal tract adenoma outcome was unknown and the last episode of pelvic pain, pubic pain, abdominal pain lower, gastrointestinal pain, dizziness and arthralgia had resolved. The reporter considered abdominal pain lower, arthralgia, colon dysplasia, complication of device removal, dizziness, dolichocolon, ecchymosis, embedded device, endometrial disorder, fallopian tube cyst, fixed bowel loop, flatulence, gastrointestinal pain, intestinal transit time increased, ovarian cyst, pubic pain, uterine adhesions, uterine polyp, the first episode of nausea, the first episode of pelvic pain, the first episode of vomiting, the second episode of nausea, the second episode of pelvic pain, the second episode of vomiting and the third episode of pelvic pain to be related to essure. The reporter provided no causality assessment for gastrointestinal tract adenoma and loss of libido with essure. The reporter considered migraine to be unrelated to essure. The reporter commented: plaintiff was contacted following a request for batch recall of essure in europe due to batch numbering problems. Placement of essure therefore did not take place and the patient requested a procedure for tubal ligation. She was hospitalized in order to undergo sterilisation. Her hospital file clearly indicated that she had been hospitalized for: ¿laparoscopic tubal ligation¿. However doctor fitted plaintiff with essure device. Treatment with debridat and paracetamol was only partially effective. On (B)(6) 2015 she was prescribed with blood tests and an antispasmodic to relieve her pain. However, the pain worsened, she went to emergency. On (B)(6) 2015, patient was prescribed with a product to regulate bowel movements. On 16 aug-, 19 oct- and 15 nov-2016, additional drugs were prescribed. In addition, doctor put patient on sick leave until 27 nov-16. Due to findings on ultrasound, he recommended hysteroscopy to remove the fibrin cluster on (B)(6) 2016. On (B)(6) 2015, plaintiff¿s pain persisted and she was prescribed with an antispasmodic. On (B)(6) 2016, hysteroscopy under general anaesthetic - hysteroscopy impossible due to complete synechiae in area of isthmus. Attempt to force the passage would lead to a risk of perforation not merited for exploration of a clinical picture that is not worrisome. They wondered whether her complex pain could be related to intestinal adhesions following appendectomy and to the essure system, as well as to a uterine mass that could not be investigated on hysteroscopy. On (B)(6) 2016, plaintiff consulted ¿to discuss surgical management of progressive hypogastric pain starting almost 6 months earlier. From 17 to 18 may 2016, hospitalized for exploratory laparoscopy, again under general anaesthetic. Third time she had undergone general anaesthetic since placement of the inserts in oct-2014. Plaintiff on sick leave from 18 may to 03 june 2016. On (B)(6) 2016, doctor concluded: ¿her pain therefore appears to be functional in origin possibly justifying antispasmodic. Thus, no aetiology was found. Expert¿s assessment: abdominal pain reported by the patient were related to dolichocolon causing chronic pain and possibly related to synechiae in the isthmus area. The hyperestrogenic state, in pre-menopause, is a triggering factor or worsening factor of migraines. The paroxysmal dizziness is related to the presence of a lithiasis in the inner ear. The patient presented with symptoms which were pre-existing or favored by the hyperestrogenic state of pre-menopause. The essure inserts are not responsible for the symptoms described by the patient since 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Colonoscopy - on (B)(6) 2015: a pedunculated polyp measuring less than one cm was resected while rest of the examination unremarkable. Polyp was sent for histological analysis.. Computerised tomogram - on (B)(6) 2016: median pelvic pain occurring in attacks but with constant rapidly progressing pain that became major, requiring hospitalization -examination: ¿the essure system with, on the right, an insert in the uterine tube while, on the left, it spans the uterine horn and tube. Ovaries contain multiple follicles and small bowel loops above uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities present. The physician proposed to perform exploratory laparoscopy: if adherences confirmed, we resect them. If no abnormalities visible on laparoscopy, a functional disorder is considered. Histology - on (B)(6) 2014: analysis of a polyp sample collected during the procedure stated ¿endometrium in follicular phase with polyps. No histological signs of malignancy .¿; on (B)(6) 2015: polyp from colonoscopy: tubular adenoma with low-grade dysplasia. On (B)(6) 2015, doctor recommended repeat colonoscopy be performed only three years later. Nevertheless, the disturbances persisted; on (B)(6) 2016: histological appearance suggestive of a cyst in mesosalpinx, no analysable ovarian parenchyma. No signs of malignancy; on (B)(6) 2016: uterus endometrium irregularly secretory with presence of polyps myometrium thickened with no identifiable fibroids. Fibrous congestive remodelling present in tubes. No histological signs of malignancy. Investigation - on an unknown date: blood or urine tests, consultations with specialists, xray, CT scan, MRI, for months or years, without finding any etiology.; on (B)(6) 2014: novasure procedure and definitive tubal sterilization with essure. Both ostia were well visualized and both implants were inserted with no problem. Instruction to continue efficient contraception for 3 months on the right and on the left: 2 trailing coils seen. Laboratory test - in november 2015: no abnormalities at emergeny testing; on 30-apr-2016: no abnormalities; on (B)(6) 2016: no abnormalities. Laparoscopy - on (B)(6) 2016: small cyst in the left tube, about 1 cm, which was resected for histology examination.¿ - sigmoid dolichocolon (abnormal lengthening of colon) with major faecal stasis; on (B)(6) 2016: size of the uterus was normal. Right and left ovaries were normal. Essure were not found extra-tubal. Ultrasound pelvis - on (B)(6) 2015: aerocoly (accumulation of air in colon) and a ¿small echogenic mass in the fundus¿ of the uterus, but no other abnormalities that could explain the patient¿s pain; on (B)(6) 2016: essure inserts visualised at the level of the left uterine wall, along approximately 10 mm. Probable sequellary endometrial calcification in the uterine fundus. Ultrasound scan - on (B)(6) 2015: the inserts were well positioned; on (B)(6) 2016: unremarkable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 02-sep-2018 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 1370 cases. Pelvic pain. The analysis in the global safety database revealed 15139 cases. Nausea. The analysis in the global safety database revealed 150 cases. Vomiting. The analysis in the global safety database revealed 81 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Most recent follow-up information incorporated above includes: on 29-aug-2019: case extraction form provided. Information added: medical history, events absence of libido, worsened migraine and intestinal polyp. Expert's assessment provided. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure, on the left, spans the uterine horn and tube/ essure inserts visualised at the level of the left uterine wall, along approximately 10 mm"), the third episode of pelvic pain ("pelvic pain/ acute episode of pain"), the second episode of pelvic pain ("median pelvic pain occurring in attacks but with constant rapidly progressing pain that became major"), the first episode of nausea ("nausea"), the first episode of vomiting ("vomiting") and fallopian tube cyst ("small cyst in the left tube, about 1 cm/ histological appearance suggestive of a cyst in mesosalpinx") in a (B)(6) female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "the novasure procedure was also performed with essure device insertion". The patient's past medical history included allergic reaction to analgesics, endometrial polyp, urticaria in 2013, dust allergy on (B)(6) 2013, fall on (B)(6) 2013, tenosynovitis on (B)(6)2013 and appendectomy. Prior to placement of essure, no relevant medical history. No known allergy to nickel reported. Previously administered products included for an unreported indication: luteran (chlormadinone acetate) on (B)(6) 2014, iud, nt 380, a copper iud from (B)(6) 2013 to (B)(6) 2014, cerazette (desogestrel ) on (B)(6) 2013, nuvaring (ethinylestradiol and etonogestrel). Past adverse reactions to the above products included device intolerance with iud, nt 380 and a copper iud; and metrorrhagia with nuvaring (ethinylestradiol and etonogestrel). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 5 months 29 days after insertion of essure, the patient experienced intestinal transit time increased ("disturbance of intestinal transit (her intestinal transit is perhaps more rapid than previously)"). On (B)(6) 2015, the patient experienced colon dysplasia ("a pedunculated polyp measuring less than one cm/ tubular adenoma with low-grade dysplasia"). On (B)(6)2015, the patient experienced the first episode of pelvic pain ("violent pelvic pain/ pain in median pelvic and left lateral pelvic regions"). On (B)(6) 2015, the patient experienced flatulence ("aerocoly (accumulation of air in colon)") and endometrial disorder ("small echogenic mass in the fundus of the uterus (probable sequellary endometrial calcification in the uterine fundus)"). On (B)(6) 2015, the patient experienced pubic pain ("acute band-like pubic pain with paroxysmal attacks"). On (B)(6) 2016, the patient experienced complication of device removal ("hysteroscopy impossible due to complete synechiae in area of isthmus/ attempt to force the passage would lead to a risk of perforation") and uterine adhesions ("hysteroscopy impossible due to complete synechiae in area of isthmus/ attempt to force the passage would lead to a risk of perforation"). On (B)(6) 2016, the patient experienced embedded device (seriousness criteria medically significant and intervention required), the second episode of pelvic pain (seriousness criteria hospitalization and intervention required), ovarian cyst ("the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present/ slightly deformed small bowel loop") and fixed bowel loop ("the ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present/ slightly deformed small bowel loop"). On (B)(6) 2016, the patient experienced fallopian tube cyst (seriousness criterion medically significant) and dolichocolon ("sigmoid dolichocolon (abnormal lengthening of colon) with major faecal stasis"). On(B)(6) 2016, the patient experienced ecchymosis ("large ecchymosis in the region of the umbilical scar"). On (B)(6) 2016, the patient experienced the third episode of pelvic pain (seriousness criteria hospitalization and intervention required), the first episode of nausea (seriousness criterion hospitalization) and the first episode of vomiting (seriousness criterion hospitalization). On an unknown date, the patient experienced abdominal pain lower ("hypogastric pain/ frequent abdominal hypogastric pain"), the second episode of nausea ("nausea"), the second episode of vomiting ("vomiting"), gastrointestinal pain ("major intestinal pain"), dizziness ("numerous episodes of dizziness"), arthralgia ("joint pain") and uterine polyp ("endometrium irregularly secretory with presence of polyps myometrium thickened"). The patient was treated with donnatal (antispasmodic), trimebutine (debridat), paracetamol, surgery (laparoscopic subtotal hysterectomy and bilateral salpingectomy for removal of the essure inserts), surgery (laparoscopic subtotal hysterectomy and bilateral salpingectomy for removal of the essure inserts) and surgery (laparoscopic subtotal hysterectomy and bilateral salpingectomy for removal of the essure inserts). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, intestinal transit time increased, colon dysplasia, flatulence, endometrial disorder, complication of device removal, uterine adhesions, ovarian cyst, fixed bowel loop, the last episode of nausea, the last episode of vomiting, fallopian tube cyst, dolichocolon, ecchymosis and uterine polyp outcome was unknown and the last episode of pelvic pain, pubic pain, abdominal pain lower, gastrointestinal pain, dizziness and arthralgia had resolved. The reporter considered abdominal pain lower, arthralgia, colon dysplasia, complication of device removal, dizziness, dolichocolon, ecchymosis, embedded device, endometrial disorder, fallopian tube cyst, fixed bowel loop, flatulence, gastrointestinal pain, intestinal transit time increased, ovarian cyst, pubic pain, uterine adhesions, uterine polyp, the first episode of nausea, the first episode of pelvic pain, the first episode of vomiting, the second episode of nausea, the second episode of pelvic pain, the second episode of vomiting and the third episode of pelvic pain to be related to essure. The reporter commented: plaintiff was contacted following a request for batch recall of essure in europe due to batch numbering problems. Placement of essure therefore did not take place and the patient requested a procedure for tubal ligation. She was hospitalized in order to undergo sterilisation. Her hospital file clearly indicated that she had been hospitalized for: "laparoscopic tubal ligation". However doctor fitted plaintiff with essure device. Treatment with debridat and paracetamol was only partially effective. On (B)(6) 2015 she was prescribed with blood tests and an antispasmodic to relieve her pain. However, the pain worsened, she went to emergency. On (B)(6) 2015, the patient was prescribed with a product to regulate her bowel movements. On (B)(6) 2016, additional drugs were prescribed. In addition, doctor put the patient on sick leave until (B)(6). In view of the findings on ultrasound, he recommended hysteroscopy to remove the fibrin cluster on (B)(6) 2016. On (B)(6) 2015, plaintiff's pain persisted and she was prescribed with an antispasmodic. On (B)(6) 2016, hysteroscopy under general anaesthetic - hysteroscopy impossible due to complete synechiae in area of isthmus. Attempt to force the passage would lead to a risk of perforation not merited for exploration of a clinical picture that is not worrisome. We wonder whether her complex pain could be related to intestinal adhesions following appendectomy and to the essure system, as well as to a uterine mass that could not be investigated on hysteroscopy. On (B)(6) 2016, plaintiff consulted "to discuss surgical management of progressive hypogastric pain starting almost 6 months earlier. Plaintiff was then on put on sick leave from (B)(6) 2016. On (B)(6) 2016, doctor concluded: "her pain therefore appears to be functional in origin possibly justifying antispasmodic. Thus, no aetiology was found. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2015: the inserts were well positioned; on (B)(6) 2016: found nothing of note on (B)(6) 2014, the report on analysis of a polyp sample collected during the procedure stated "endometrium in follicular phase with polyps. No histological signs of malignancy ." On (B)(6) 2015, on colonoscopy: a pedunculated polyp measuring less than one cm was resected while the rest of the examination was unremarkable. The polyp was sent for histological analysis. On (B)(6) 2015, histology found tubular adenoma with low-grade dysplasia. On (B)(6) 2015, doctor recommended repeat colonoscopy be performed only three years later. Nevertheless, the disturbances persisted. In (B)(6) at emergency laboratory tests found no abnormalities. On (B)(6) 2015, abdominal pelvic ultrasound found: aerocoly (accumulation of air in colon), as well as a "small echogenic mass in the fundus" of the uterus, but no other abnormalities that could explain the patient's pain. On (B)(6) 2016, abdominal pelvic CT-scan was performed for the same reasons: "median pelvic pain occurring in attacks but with constant rapidly progressing pain that became major, requiring hospitalization."the examination found: "the essure system with, on the right, an insert in the uterine tube while, on the left, it spans the uterine horn and tube." "The ovaries contain multiple follicles and the small bowel loops above the uterine-ovarian region appear to be somewhat agglutinated although no bowel wall abnormalities are present." The physician proposed to perform exploratory laparoscopy: "if the adherences are confirmed, I will resect them. Conversely, if no abnormalities are visible on laparoscopy, we will have to consider a functional disorder." On (B)(6) 2016, laboratory tests in preparation for the procedure found no abnormalities. From 17 to 18 may 2016, plaintiff was hospitalized for exploratory laparoscopy, once again under general anaesthetic. This was the third time the patient had undergone general anaesthetic since placement of the inserts in (B)(6) 2014. Laparoscopy found: - a "small cyst in the left tube, about 1 cm, which was resected for histology examination." - sigmoid dolichocolon (abnormal lengthening of colon) with major faecal stasis. On (B)(6) 2016, the findings of histology examination were: "histological appearance suggestive of a cyst in mesosalpinx, no analysable ovarian parenchyma. No signs of malignancy." On (B)(6) 2016, pelvic ultrasound found: "essure inserts visualised at the level of the left uterine wall, along approximately 10 mm," "probable sequellary endometrial calcification in the uterine fundus." At the same time, pathological anatomy examination of the uterus found: "endometrium irregularly secretory with presence of polyps myometrium thickened with no identifiable fibroids fibrous congestive remodelling present in tubes. No histological signs of malignancy." The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-sep-2017 for the following meddra preferred terms: embedded device -analysis in the global safety database revealed 374 cases. Pelvic pain- analysis in the global safety database revealed 4.199 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.